Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lot of pain when the stimulation was turned on and felt that it was causing the pain to become worst. It was also reported that the patient had pain above where the leads were located which was affecting the arms and hands whether the stimulator was turned on or off. Database analysis revealed that the stimulation was used at a very low level and was turned off majority of the time. The device appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.